Manufacturer narrative:
Discrepant results (accuracy): comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.1, reference 1.6, mean 1.85, confidence limits 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing; test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the info provided by the customer. This issue will be subject to further tracking. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one pt. Complaint summary: date (B)(6) 2013, inratio 2.1, lab 1.6, time between testing 1-2 hours. Venous lab draw. Pt's therapeutic range: 2.0 - 3.0.